Event description:
It was reported that patient presented to emergency room after experiencing inappropriate shock. Upon evaluation it was found that patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited inappropriate shock due of incorrect interpretation of signal. R wave amplitude variation was also noted. The device and rv lead was explanted and replaced. The patient was stable.